Manufacturer narrative:
(B)(4). The device was evaluated and the issue was identified through the review of the event history logs. The cause of the issue was determined to be insufficient drain due to the tidal total ultrafiltration (uf) removal being set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. The device also received an internal/external visual inspection and underwent a simulated therapy test. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2014 at 20:25:13. During night drain cycle four, the patient's ultrafiltration reading was 1546ml, indicating the home patient (hp) drained 1326ml more than their maximum programmed fill volume of 2200ml. No additional information is available.